Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field d8. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was confirmed that there was a mistake in the cable wiring. Therefore, it is presumed that delay occurred in the procedure and phenomenon ¿pip image is not displayed¿ occurred because the cable wiring was incorrect. The event can be detected/prevented by following the instructions for use which state: -reference: evis x1 video system center olympus cv-1500 instructions (chapter 3 installation and connection_3.1 precautions for installation and connection_caution_p49) "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws, lock the cable connector. Otherwise, equipment damage or malfunction may result." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center did not produce a picture in picture image. The issue was observed by the surgeon during preparation for use in a diagnostic bronchoscopy with fluoroscopic guidance while the patient was already on the table. Troubleshooting was performed and the image was able to be viewed. The procedure was competed using the same device with a 40-minute pre-procedural delay. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-0000424.